Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal repair procedure upon pulling the needle back into the joint space it was noticed that both t1 and t2 had deployed rendering the construct useless. Both implants were removed from the patient. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the devices have not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.